Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery with unknown mentor devices was suffering from myelodysplastic syndrome since (B)(6) 2017. Per the information provided, date of implant and date of explant are still unclear, whether the patient was implanted with a breast implant bilaterally or unilaterally is also unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should more information become available, the case will be reassessed and a supplemental report will be submitted. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
On february 18, 2022, mentor became aware of the missing information and patient's date of birth, age, and ethnicity. Corresponding fields have been updated under section a on this form. Manufacturer¿s reference number: (B)(4).